Event description:
During a nail procedure surgeon was using the spiral blade inserter and the aiming arm to insert the blade with the nail already inserted. Surgeon was having problems with the two instruments fitting together to insert the blade. After two hours surgeon removed the nail he inserted, and used a proximal humeral plate to complete the procedure. This is three of three reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.